Event description:
On (B)(6) 2014 the reporter contacted animas, alleging a call service alarm issue: the alarm is occurring more frequently than anticipated. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2014 with the following findings:.alarms observed in the alarm history on date of 01/14/2014 but not duplicated during testing. Time and date was accurately set at start of investigation. Performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated.the pump was opened for further investigation, inspected the motor assembly and tested the internal motor, no moisture corrosion was observed. Unrelated to the complaint, the pump booted to the verify screen with dim pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.